Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 3004209178-2016-80546.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus and she experienced high blood glucose of 480 mg/dl. The customer changed the infusion set and received a no delivery alarm. Customer stated the alarm was resolved after changing the complete infusion set and reservoir and disconnecting and reconnecting the tubing connector. The reservoir would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were noted.